Event description:
During a veptr implant procedure, the surgeon noted that one of the set screws for the distractor lock seemed to be stripped and was spinning and not engaging the threads on the lock. The surgeon applied more compression and was satisfied that the implant was then secure. Patient returned to surgeon one week later complaining of pain. Examination revealed the implant had pulled loose from the rod due to the stripped screw. The surgeon removed the hook and distractor lock and replaced them with new ones. The procedure was completed. The patient is reportedly recovering well. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
A manufacturing evaluation was conducted. The device assembly was received with multiple surfaces displaying scratches, dents, and anodize removal, which is consistent with field use. The barrel is assembled into the body. The nut is assembled onto the barrel but is stuck in position and cannot be moved without further damage to both component threads. Post manufacturing damage has occurred and the complaint related component features cannot be verified without further damage to the device. A product development evaluation was conducted. The rib hook was returned to spine product development for evaluation. There are minor scratches on the top and side surfaces consistent with normal use. The event, stripped screw observed upon tightening on 6.0mm diameter rod, was replicated. The long ti rib hook is designed to connect the proximal extension to the patients rib or ribs. The rib is encircled by the rib hook and cap held together by a distraction lock. The proximal extension is locked to the proximal extension by tightening the nut and barrel assembly. Because the surgeon identified the stripped nut during the index procedure and chose not to exchange the device at that time, the event is considered intraoperative rather than post operative. The cause of the stripped nut may have been excessive torque applied by the incorrect or damaged torque limiting handle.